Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. On visual inspection it was found that the gasket between the upper enclosure and liquid crystal display (lcd) was damaged. The main board was assembled into a golden unit. The device was powered on with known good batteries and observed an error code. The device was powered off and on and low battery was observed even with known good batteries. A capacitor was found to be non-functional and when replaced and the device was powered on and no error was observed. Upon functional test ran on tester the device passed all the tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the atrial and ventricular outputs were measured to be lower than the specified values. The epg failed the incoming functional testing and shut down on the test system. The main printed circuit board (pcb) was swapped with a known good pcb, and the incoming functional tests were re-run. All tests passed. It was noted that the pcb was out of specification - electrical. The ventricle output and doo emergency tests failed during the bench test. It was noted that the low battery indicator was flashing during the bench testing, and after powering up the device for two minutes and ejecting the battery door, the epg powered down immediately. Additionally, it was noted that the upper-case gasket and the liquid crystal display (lcd) silicon were damaged. All found defective parts were replaced, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator¿s (epg) atrial and ventricular outputs were measured to be lower than the specified values. There was no patient involvement.